Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the circumflex artery, restenosis (30-40%) of a 2.75x15 rx xience prime stent previously implanted in the left anterior descending artery was diagnosed. No treatment for the restenosis was performed as the physician felt the artery was still open enough. The procedure was being performed for treatment of the significant lesion in the circumflex and the restenosis did not cause the patient to return for treatment. No additional information was provided.